Event description:
T1 did deploy, but t2 would not. The surgeon pierced the meniscus a few times to attempt the deployment, but was unsuccessful. It was mentioned that the additional piercing weakened the tissue.

Manufacturer narrative:
The device has not been returned to s&n for evaluation. (B) (4). (B) (4).